Event description:
The physician reports that the cyrstalens appeared damaged when exiting the staar surgical lens injector cartridge. Although there was patient contact the event did not require intervention (no incision enlargement, etc.). The backup crystalens was implanted without incident.

Manufacturer narrative:
The device history records were reveiwed and there were no discrepancies or unusual findings.